Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the product was returned in an open pouch. The open pouch was open from 3 of 4 sides and then the open sides of the pouch were taped/closed with a surgical tape. There were no signs of contamination noted on the probe or the handle. There was also no damage noted in the construction of the handle or the probe. However, there was a slanted cut on the pin wire. The cut was found 10.9 inches away from the proximal end of the handle. Electrically, the connection resistance between the handle connector to the 1.5mm protected pin shall be less than 5.0 ohms and the actual measurement was 0 ohms (there was no connection). Functionally, the probe was securely seated into the handle, and the device was connected to a nim system using a 1.0 ma stimulating current and a 100 ¿v threshold. There was no stim returned and no noise recorded (where noise shall be recorded) on the system. How ever, the increasing/decreasing button was functioning well, it worked. For further analysis x-ray machine was used to scan the pin wire and confirmed the cut found on the wire. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy surgery, no stim was delivered no matter where surgeon touched. Stim returned 0 and the user was alerted by audible indicator with no noise when there should be a noise. After trouble shooting nim vital, the last recommendation was to get a new probe out. Once the new probe used, the stim was delivered. There was 10 minutes delay in surgery and no patient impact reported.